Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'cassette not attached' error. The event was found during testing, there was no patient involvement.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Lens was scratched and the battery door was missing. Could not confirm customers complaint during pci (product complaint investigation). The pump did recognize the cassette when attached. Upon further investigation, found that the lens was scratched, and the battery door was missing. Replaced the lens, lens seal, battery door, keypad and labels. Updated software. Performed dso/uso (downstream occlusion/upstream occlusion) sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria.